Event description:
It was reported that the patient was receiving levophed at a rate of 0.04 mcg/kg/min and precedex at 0.4 mcg/kg/hr. The patient suddenly became agitated, and after administering a fentanyl bolus, the clinician attempted to increase the precedex dose. However, the levophed was mistakenly increased from 0.04 to 0.5, as the clinician believed they were adjusting the precedex. Blood pressure was being monitored every 15 minutes, and on the next check, the patient¿s blood pressure had risen from 103/54 to 182/106. The clinician then realized the error and immediately titrated the levophed back to 0.04. The incorrect levophed dosage was maintained for approximately 20 minutes before the clinician titrated the medication back to ordered rate.

Manufacturer narrative:
Root cause: the root cause for the reported issue that device had programming error. The device was not returned for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.